Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown . Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: the customer reported lot #1351585, but this was not found to be associated with the reported material number.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary : customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogs during the injection. Both returned pen needles were examined and both exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related as the non patient end of the cannula was broken during use of the product by the customer.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: cosumer reported needle clog during injection, stated that there is no insulin flow.